Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a fall in a sauna and since then they had a return of symptoms and pain near the implant site. They were unable to feel stimulation as well as they usually could feel it. Patient services had the patient attempt to connect and they saw the "turn implant on" screen. Patient services reviewed how to turn the implant on and the patient increased stimulation to 4.9v where they could feel it. They will monitor symptoms and follow-up with their hcp if they do not resolve. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the issue resolved with the help they had on the call and they appreciated the help. No further patient symptoms or complications were reported.